Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine needle was bent and the plunger was damaged. This was discovered during use. The following information was provided by the initial reporter: material no.: 328468, batch no.: 7268785. It was reported that the needle was bent at an angel and the plunger cap appeared "chewed on". Consumer reported needle hub separated with 2 syringes. (Incident date unknown). On a third syringe, needle is bent at an angle and plunger cap appeared "chewed on", (B)(6) 2019. Both issues from same box. 3 syringes in total from bag, same lot, same box. Consumer could not provide incident date for the 2 syringes where the "needle hub separated".

Manufacturer narrative:
Investigation: customer returned one (1) loose 31g x 8mm, 0.5ml bd insulin syringe. Consumer reported needle is bent at an angle and plunger cap appeared "chewed on". The returned sample was examined, and it was observed that the plunger cap was damaged (crushed). It also appeared that the needle-hub/shield assembly was not seated properly on the barrel tip¿which is likely caused by a bent barrel tip. No damage/issues to the actual cannula was observed. The cause of both of the observed issues likely occurred during the manufacturing process. A review of the device history record was completed for batch# 7268785. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or log book entries made during the production of this batch. No root cause for this defect can be determined.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle was bent and the plunger was damaged. This was discovered during use. The following information was provided by the initial reporter: material no.: 328468 batch, no.: 7268785. It was reported that the needle was bent at an angel and the plunger cap appeared "chewed on". Consumer reported needle hub separated with 2 syringes. (Incident date unknown). On a third syringe, needle is bent at an angle and plunger cap appeared "chewed on", ((B)(6) 2019). Both issues from same box. 3 syringes in total from bag, same lot, same box. Consumer could not provide incident date for the 2 syringes where the "needle hub separated".